Manufacturer narrative:
Concomitant medical products: dtbb1d1 device, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an epicardial lead implant after the intravenous left ventricular (lv) lead caused diaphragmatic stimulation. The lv lead was capped. No further patient complications have been reported as a result of this event.